Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the instrument failed recognition multiple times when place on an in house system. The pogo pins were not stuck or contaminated. An additional observation was that the pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in clevis. Clevis did not exhibit any damage or wear marks. The clevis did not exhibit any damage or wear marks. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci prostatectomy procedure, the customer noted that the fenestrated bipolar forceps instrument would not respond and upon inspection, the customer noticed that the cable was broken. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.